Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin transmission. Review of the transmissions revealed that the implantable cardioverter defibrillator exhibited myopotential oversensing on the right ventricular channel. Programming changes were made in clinic. There were no consequences to the patient.